Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for investigation. Data investigation was confirm a low transmitter battery in addition did confirm a failed transmitter. The root cause could not be determined. The reported issue of low transmitter battery is reportable based on the finding of transmitter failure error.